Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the thermogard xp ivtm system sn (B)(6) did not recognize the air trap. The console was set aside, and the treatment was started with another thermogard xp ivtm system. No interruption in treatment, patient treatment delay, or injury was reported.